Manufacturer narrative:
E1 initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nitroglycerin set with duo-vent spike leaked around the spike area. The customer reported, ¿smof bag spiked as per normal and tubing primed. Smof noted to be leaking around spike. Very difficult to insert spike far enough to get leaking to stop. Unknown amount of smof lost.¿ this occurred during preparation of a lipid injectable emulsion (smof) infusion. There was no patient involvement. No additional information is available.